Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery system. The patient¿s condition prior to the procedure was reported as normal with no abnormalities, and no pericardial effusion was noted prior to the procedure. The patient was in atrial fibrillation, was taking oral anticoagulation, and received heparin (10,000 ie) during the procedure, with an activated clotting time of greater than 250 ms. The transseptal puncture was performed at the inferior/posterior location. During the procedure, a wire was placed in the left atrial appendage, and the device was partially recaptured once; however, no difficulties or multiple manipulations, and no multiple wire or sheath exchanges, were reported. A few hours after successful implantation of the amulet occluder, a circumferential pericardial effusion developed, and the physicians reported the presence of cardiac tamponade. Pericardiocentesis was performed to address the effusion. The implanter indicated that the event was likely related to the procedure, although they believed that the amulet device caused the pericardial effusion. The patient subsequently went into cardiogenic shock due to the pericardial effusion, and death occurred on (B)(6) 2026.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery system. The patient¿s condition prior to the procedure was reported as normal with no abnormalities, and no pericardial effusion was noted prior to the procedure. The patient was in atrial fibrillation, was taking oral anticoagulation, and received heparin (10,000 ie) during the procedure, with an activated clotting time of greater than 250 ms. The transseptal puncture was performed at the inferior/posterior location. During the procedure, a wire was placed in the left atrial appendage, and the device was partially recaptured once; however, no difficulties or multiple manipulations, and no multiple wire or sheath exchanges, were reported. A few hours after successful implantation of the amulet occluder, a circumferential pericardial effusion developed, and the physicians reported the presence of cardiac tamponade. Pericardiocentesis was performed to address the effusion. The implanter indicated that the event was likely related to the procedure, although they believed that the amulet device caused the pericardial effusion. The patient subsequently went into cardiogenic shock due to the pericardial effusion, and death occurred on (B)(6) 2026.

Manufacturer narrative:
An event of patient-device incompatibility, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility, pericardial effusion, and cardiac tamponade could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as the pericardiocentesis was performed.